Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported asynchronous pacing due to minute ventilation electromagnetic interferences (mv emi). Based on the in-depth analysis of provided expert files and laboratory tests it can be hypothesized that the observed issue of asynchronous pacing most likely is related to a combination of electrode polarization (at lead and/or can level) and parasitic current paths inside the device (within specification, not due to an anomaly) which may create the conditions to trigger the mv emi detectors. No general malfunction is suspected on the device, and if mv sensor is programmed to off the issue won¿t be present. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a doctor from a private practice in (B)(6) called us. He does pacemaker follow-ups. Here below is the situation: patient 76 years old had a pacemaker since 2006 which was changed to a borea dr on (B)(6) 2023. The leads are still from 2006 and are vitatron crystalline. The patient complained of weakness and shortness of breath. The interrogation revealed a permanent stimulation at the basic rate. The pacemaker was programmed for safer-r 60-140 with rr auto and twin trace. An ergometry performed did not result in an increase in rate. You can see the eegm in the picture. The maker an and vn indicate "stimulation" in the refractory period. The reprogramming to dddr with g-sensor (without mv) solved the problem. The patient will be seen again at the university hospital next friday (B)(6) 2023). As the patient will be on holiday for the next 2 weeks and is apparently dependent on a pacemaker, we need an answer to the following question quickly: 1. If the patient is better on friday with the pacemaker set dddr with sensor g, does the pacemaker still have to be changed and if so, how quickly? 2. Is there a technical explanation for this malfunction?